Event description:
The customer alleged the pt became disconnected from the ventilator and the ventilator did not alarm for the no pressure condition. No "dorsi" was verified. The nellcor puritan-bennet customer support engineer (npb cse) inspected the device and could not duplicate the no audio alarm condition with an open circuit, simulating a disconnect situation. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.